Manufacturer narrative:
(B)(4). D10: 00599401792 - femoral component - 62255099. 00598004702 - tibial component - 62390073. 00599003710 - distal femoral augment block - 61702015. 00599800626 - prc flu tib - 61187648. 00599003701 - posterior femoral augment block - 62099473. 00598802112 - stem extension - 62471180. 00599003720 - distal femoral augment block - 77001831. 00598801115 - stem extension - 61870183. 00599404214 - articular surface - 60896376. 00597206532 - patella - 62157032. Unknown cement. G2: foreign - new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 11 years post implantation due to aseptic loosening. Both the femoral and tibial implants were removed with relative ease. The knee was fully debrided. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs provided were reviewed and identified possible lucency at the cement bone interface of the right total knee arthroplasty. Possible loosening and fracture of the medial femoral condyle as well as osteopenia were noted. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-01450. 0002648920-2024-00125. 0001822565-2024-01451. 0001822565-2024-01452. 0001822565-2024-01453. 0001822565-2024-01454. 0001822565-2024-01455. 0002648920-2024-00126.